Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaw0584 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2018, the head nurse at the facility discovered that the tip of the newly opened mst micro introducer sheath was with ¿stubble¿ and the sheath could not be used on the patient directly. The catheterization was conducted using a new mst device. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged introducer was confirmed and based on the event description and condition of the physical sample, it appeared that the introducer was damaged during use. One 4.5fr x 5cm microintroducer sheath was returned for investigation. The sheath was crumpled and deformed at the distal tip. The dilator was not returned for investigation. Blood residue was observed within the orange hub of the microintroducer, which indicates that the sample was used. This type of damage can occur during use when the sheath comes in contact with the surrounding tissue of the insertion site. The product IFU states, ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision.¿ a lot history review (lhr) of reaw0584 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2018, the head nurse at the facility discovered that the tip of the newly opened mst micro introducer sheath was with ¿stubble¿ and the sheath could not be used on the patient directly. The catheterization was conducted using a new mst device. There was no reported patient injury.